Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Your report of the needle perforating the catheter tubing during IV placement was confirmed from one of the two photographs that was provided for investigation. The photo showed an 18g insyte autoguard bc device. The sample exhibited evidence of use. Due to the presence of what appeared to be blood residue between the catheter tip and the needle puncture site, it appeared that the catheter was able to access the vessel. The needle likely punctured the tubing after insertion. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
B3: the date received by manufacturer has been used for this field. H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: we are having issues with the needle perforating through splitting or breaking the catheters during IV placement. I had this happen today. I was trying to advance the catheter and could not get it to slide more than 2mm in either direction. After fidgeting for a while, I attempted to retract the needle so I could remove the IV. It felt almost as if the patient had a fishhook in her arm. I had to forcefully remove the IV with the needle still out which caused the patient pain, bruising, and bleeding from the IV site. Once the IV was removed it's noted that the plastic catheter is bent at over a 90 degree angle with the needle protruding through the plastic.